Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted to treat leakage. Following insertion, the patient experienced urinary/bowel problems, recurrence, dyspareunia and protrusion. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent vaginal wall repair on (B)(6) 2012 by dr. (B)(6).

Event description:
It was reported that patient underwent vaginal wall repair on (B)(6) 2012 by dr. (B)(6).